Manufacturer narrative:
On 02/06/2017: follow up with tandem technical services the customer reported that their blood glucose level returned to near target level and that the pump was functioning as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a new cartridge and the pump was out of insulin yet the customer had loaded the cartridge with 240 units. During troubleshooting with tandem technical services (cts), cts identified that the customer did not complete the load sequence with the new cartridge as a result the pump displayed 0 units of insulin and the customer acknowledged. The customer's blood glucose levels were 352 - 400 mg/dl which was addressed with a correction bolus.